Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 575 mg/dl on the morning of the call. Customer reported treating with a manual injection. The customer also requested assistance with adjusting his basal rates in the insulin pump. The customer will not return the device for analysis.